Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 09/7/2016. Device returned to manufacturer ¿ yes. Device evaluation: the lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and lens was observed cut in two pieces. This could be related to the removal process. The lens edges of both pieces are smooth including the haptics. The reported issue could not be verified manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The initial MDR incorrectly noted that the replacement lens was a zc9002. The correct model of the replacement lens is z9002. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of a zcb00 intraocular lens (iol) into patient's right eye, surgeon noticed a capsule tear caused by the iol. The lens was cut and then removed. A new zc9002 lens was inserted. No further information was provided.